Manufacturer narrative:
Batch review performed on 08 june 2020: lot 185945: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting a leg length discrepancy that was caused by a subsided stem. The surgeon revised the stem, head and liner 7 months after primary. The surgery was completed successfully.